Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the laser created an incision that was too narrow during laser assisted cataract surgery. The surgeon had to use force to inject he intraocular implant causing damage to the eye. Additional information requested.

Manufacturer narrative:
Based on additional information received following submission of the initial and supplemental reports, this event does not meet criteria for reporting as a serious injury. (B)(4).

Event description:
Additional information provided states that the damage was to the implant not the patient's eye.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information received states that the implant was damaged at the injection because the surgeon forced the incision to implant the intraocular lens. It was noted that the laser caused or contributed to the event because the incision was too narrow. The procedure was completed with another intraocular lens. There was no postoperative consequences.

Manufacturer narrative:
(B)(4).